Event description:
It was reported a 6f angio-seal sts plus vascular closure device was deployed in the right femoral artery post cardiac catheterization. Hemostasis was achieved. Thirty eight days later, the patient went to the emergency department. The patient complained of right leg pain, a burning sensation upon lying down, and pain in the calf after walking 30 feet. An examination revealed chronic vascular insufficiency with a high grade occlusion of the right femoral artery. The next day, the patient underwent an endarterectomy and thrombectomy of the right common femoral artery. The surgeon made a groin incision, and dissected out a large pelvic groin lymph node. The physician then dissected down to the superficial artery, profunda artery and up to the common femoral artery. The common femoral artery was opened and a large atheromatous debris was removed. A thrombectomy was performed. A 3 catheter was threaded down to the foot without problems. Minimal debris was removed, with no significant clot. Good backflow was restored to the profunda and superficial femoral artery. A gore-tex patch was placed. Good pulses were present in the foot and the artery was well vascularized with doppler. The physician who deployed the angio-seal alleged the angio-seal most likely did not cause the occlusion.

Manufacturer narrative:
No product was returned for analysis. Review of the lot history and device history was not possible since the lot number was unavailable. Based on the information received, the cause of the vessel occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of angio-seal device in patients with clinically significant peripheral vascular disease.